Event description:
Complainant alleged that during a routine shift check by a clinician the device would not allow the defibrillator to discharge. The complainant indicated that there was no patient inv0lvement in the reported failure.